Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the healthcare professional (hcp) placed the pump in suspend mode to down load the pump's information and when the patient left the hcp's office they attempted to resume pump and the screen showed the pump not primed. The reporter stated that the patient had to do a complete rewind, load and prime. The reporter confirmed that the hcp or the patient did not make changes to the pump that would cause a power loss. The reporter denies cracked case and battery cap damage. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the black box history did not indicate power on resets. There were no alarms related to the complaint in the pump alarm history. There was no damage found to the battery cap or battery compartment. The returned battery cap met all specifications. A battery cap functional test was performed with no battery cap connection defects. The rewind, prime and load steps were performed on the pump with no issues. The pump was exercised for 24 hours with no power issues. The pump cover was removed and there was no evidence of moisture or damage found to the battery flex or power circuit.